Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply and power management board were replaced to address the issues. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.